Event description:
The customer's biomedical technician reported a device with a condition of channel a select key is not working. This condition occurred during biomedical testing. According to the customer there was no adverse event, patient injury or medical intervention associated with this report. The device was properly loaded at the time of the event. There was no other information available.

Manufacturer narrative:
There is a CAPA investigation associated with this report. The pump is available, and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4) this device utilizes user module interface master software (B) (4) categorized as unremediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The channel select and stop keys on the channel a module pumphead keypad are inoperative due to internal damage to the keypad. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
In 2002 - the patient underwent surgery to repair an incisional hernia. At this time a bard composix mesh was implanted. In 2003 - the patient underwent surgery due to abdominal pain and recurrent hernia. During this surgery, the patient's surgeon found that the mesh was adhered to the patient's small bowel. A loop of small bowel was so densely adherent to a portion of thick and redundant mesh, that it required the surgeon to perform a bowel resection and remove a portion of the bard composix mesh. At this time, the hernia could not be repaired because of the bowel resection. Three months later - the patient had to have her recurrent hernia repaired. At this time, the remainder of the bard composix mesh was found to be stuck on the bowel, and was removed completely, and another bowel resection needed to be performed. The patient's hernia was then repaired with parietex mesh. The patient has suffered and will continue to suffer physical pain and mental anguish.